Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a rash. The patient stated he was prescribed hydrocortisone cream. Multiple attempts to reach the patient for follow-up were unsuccessful, so the final medical outcome of the irritation is unknown.